Manufacturer narrative:
D9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed operation and pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, evaluation of the replaced portion of the driveline did not find damage that would have contributed to the events seen within the log file. The submitted log files contained overlapping data from (B)(6) 2022 to (B)(6) 2022 and from (B)(6) 2022 to (B)(6) 2022. The log file recorded intermittent low speed operation and pump stop events on 14dec2022. The patient was operating on their mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. Of note, the log files captured the driveline replacement on (B)(6) 2022 and did not capture any abnormal pump operation following the repair. The patient underwent a driveline replacement on (B)(6) 2022. The returned portion of driveline measured approximately 18.5 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The layers were carefully removed, and microscopic examination of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Incidental finding: evaluation of the returned portion of driveline revealed superficial damage to the silicone jacket of the patient¿s driveline. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support on an ungrounded patient cable with no further issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number 03400300000-2022-0000047 was received on 08dec2023. Voluntary medwatch number 3400300000-2022-0000056 was received 18dec2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump stops while changing from batteries to mobile power unit (mpu). The data showed pump stops and low speed advisories. Speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the mobile power unit. Pump stops were also confirmed in the log file. Tech services arrived onsite for driveline evaluation / repair. Performed repair 3" inches from the exit site. Post-repair tethered patient on grounded pt. Cable without issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.